Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2018. The patient stated that the sensor was removed on (B)(6) 2018. On (B)(6) 2018, there was a red line 2.5 inches long at the insertion site on the right side of the abdomen and the patient had a low fever, so she drove herself to the emergency room. Patient was given an IV, antibiotics and 550 mg keflex. Approximately 4-5 hours later that day, the patient was released to go home. At the time of contact, it was indicated that the patient had returned to normal, the infection had been reversed, and the red line was nonexistent. No additional event or patient information is available.